Event description:
Report rec'd in which a 1000cc bag was hung at 0700. (Type of infusate unk), with rate set at 125 cc/hour. When health care provider checked intravenous at 0915, the entire bag had infused. Reporter stated the pt was a 17 y/o admitted with dehydration. No negative outcome to the pt. Reporter stated, "he needed the fluid". Event date 5/21/98. Infusate was d5w.